Event description:
Philips received a complaint by the customer on the v60 indicating that the ventilator shut down while on a patient. The device was in use on a patient at the time the reported issue was discovered. The device was in use on a patient that was critically ill in intensive care unit (ICU). A code was called, and the response team performed lifesaving maneuver on the patient and the patient survived. No other related injuries were reported. The investigation is ongoing.

Manufacturer narrative:
The customer called in to report that the ventilator shut down while on a patient. A quote for onsite service was sent to the customer but later declined by the customer. No further work provided by philips. The customer declined service from philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.